Event description:
It was reported that the biomed tried to fill the arctic sun device but wouldn't take in any water. Per review of wo notes, circulation pump failed, gave pn and price for new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.